Event description:
It has been reported to us that during the procedure, the occlusion balloon wire kinked resulting in difficulty deflating the occlusion balloon when required. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a balloon catheter and performed pre-dilatation on the vessel. The adaptor jaws became slanted resulting in a kink in the occlusion balloon wire and the inability to deflate the occlusion balloon when required. The physician was able to withdraw the device from the pt. Pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.